Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Batch # l91a4e. The following information was requested, but unavailable: please, clarify the meaning of ¿stuck on activation¿. Did the device activate or remain activated when the energy button is not depressed? Did the jaws open?. Did the jaws close?. What on the device was ¿stuck¿? The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the device was stuck on activation. Another like device was used to complete the procedure. There were no adverse consequences for the patient.